Manufacturer narrative:
As of today, available information suggests the device remains implanted without further complication. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The seal plugs were intact and the setscrews moved freely. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. Evidence suggests air bubbles escaping from the seal plug caused the noise, oversensing, and pacing inhibition. This resolved when the air bubbles dissipated.

Event description:
It was reported that during the implant procedure, random signals were observed on the right ventricular (rv) channel in this cardiac resynchronization therapy defibrillator (crt-d). The signals were not associated with a cardiac event, but were being sensed by the device and inhibiting rv pacing. Technical services confirmed that the leads were appropriately connected and that the device was in the pocket. Technical services then discussed possible air bubbles escaping from the seal plug, which should dissipate shortly. The pocket was closed and the device was left in service. No adverse patient effects were reported. Over ten years later, this device was explanted and replaced with a cardiac resynchronization therapy pacemaker (crt-p). No additional observations had been reported. The explanted device was returned for laboratory analysis.